Event description:
It was reported that during an implant attempt, the left ventricular lead dislodged and there was muscle/nerve stimulation. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): no anomalies found. Full lead returned and analyzed. Additional findings of all conductors blood/body fluid (not obstructed), outer insulation breached cut and apparent explant damage.